Event description:
It was reported that during a unknown procedure, after activation of the shear, the shear works for the test when they wanted to use it during the procedure, it didn't work anymore. They used another shear to finish the procedure. No pt consequence.

Manufacturer narrative:
Cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."